Event description:
(B)(6) 2013, the reporter contacted animas alleging that the display screen was blank and had evidence of moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2013 with the following findings: evaluation revealed moisture corrosion on the display screen inside the pump. Inspection shows a crack on the case extending from the seal to the lens. Pump failed a leak test due a case seal leak. Pump powers up and displays verify screen, keypad is unresponsive. The keypad is undamaged, no contamination or defect was found to the contacts. The pump was opened, moisture corrosion was observed to the display screen, the pcb, keypad flex and bolus button connector. Test display was mounted, the pump was able to boot up with a fully colored and illuminated display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.